Manufacturer narrative:
Reported event was confirmed by review of medical records received. Revision operative notes stated patient was revised due to persistent subluxation. Post revision surgery x-rays note position unresponsive, no luxation, no fracture, no material breakage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s left shoulder was revised approximately one month post implantation due to subluxation. Attempts have been made and additional information on the reported event is unavailable at this time.